Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the hospital able to confirm the lot number? No. Was the patient still hospitalized when the infection was detected on (B)(6) 2016? No. If not was the patient re-hospitalized due to the infection? No. Was the infection treated in some way? If yes, provide date details of all subsequent treatment antibiotics. Non identifying patient information - age, sex, weight and height. Not able to get info. What is current condition of the patient or condition of the patient when they were seen on (B)(6)? Patient has recovered.

Event description:
It was reported that the patient underwent a perineal repair procedure on (B)(6) 2016 and the suture was used. Following the procedure, the patient returned with an infection on (B)(6) 2016, and was treated with antibiotics. It was also reported that the patient has recovered.